Event description:
The customer reported a touch screen was impossible to operate during pre-use operational checking outside of clinical use. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay in therapy reported due to the reported issue. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer requested that a philips remote service engineer (rse) provide additional assistance. The customer reported the touchscreen film was torn but the device was still operating. The rse advised replacement of the touchscreen. The unit was not received at the repair center. No further information is available. If the device is returned or additional information is received, a follow up report will be submitted.